Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 216 (mg/dl) and the 400's (mg/dl). To address the bg level, the customer delivered a correction bolus. Subsequently, the customer reported experiencing low bg levels ranging from 38-42 (mg/dl). To treat the bg level, the customer consumed carbohydrates and juice. Reportedly, the customer believes the suspected cause of the fluctuating bg level to be due to stress from spouse's recent surgery, and being active taking care of family. The customer declined to perform troubleshooting with tandem technical support, and confirmed health care provider would be consulted regarding diabetes management.